Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event with a glucose value of 62 mg/dl after unpaused exercise. The user self-treated with oral glucose in the form of gummy bears and apple juice, did not confirm with a fingerstick, and denied announcing a meal without eating or taking any outside insulin. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.